Event description:
A zoll distributor returned a monitor indicating that it was unable to complete testing.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (cannot complete testing) is being investigated. As received, the monitor displayed code 203 - pulse test fault. The cause of the inability to complete testing is a pulse error. The root cause of the pulse error is still underway. A supplemental report will be send upon completion of eval. No adverse event resulted from the defective monitor.